Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was unable to perform excessive no delivery test alarms due to prime anomaly. The insulin pump was received with cracked case at display window corners and severely scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they had to change set after every alarm. The insulin pump will be returned for analysis.